Manufacturer narrative:
Upon completion of the investigation it was noted that the lot code provided was 658211. The production records for this lot were reviewed and no non-conformances were found. Upon review of the returned device, a hair was confirmed to be found taped to the inner package. The returned product was re-inspected and did not pass the visual and tappi inspection requirements. The tappi requirement states: ¿there shall be no loose particles or foreign matter in the flexible blister larger than .80 sq mm in any dimension and no more than five particles .25 sq mm or larger, measured with the transparent chart for estimation of defect size per tappi t564.¿ the foreign matter found was larger than .80 sq mm. It could not be confirmed if the hair was found in the inner package or the outer package. The complaint was returned with a hair taped to the inner package. The origin of the foreign matter could not be identified; therefore, the exact root cause could not be determined. The packaging process was reviewed. The tubing set is received from an outside vendor in a plastic bag. The operator folds the top of the bag behind the tubing set and places the bag into the formed package cavity (folded side down). One potential root cause could be the foreign matter was attached to the inner bag and fell into the outer package prior to sealing. A complaint search was performed for the last 2 years. In addition to the current complaint, there were six other similar complaints that have been recorded for hair found in the package (refer to (B)(4)) there were six complaints for debris in the package (refer to (B)(4)). Over the same time period, approximately (B)(4) tubing sets have been sold. The occurrence of hair and debris complaints is extremely low ((B)(4)). The exact root cause could not be determined. One potential root cause could be the foreign matter was attached to the inner bag and fell into the outer package prior to sealing, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
A foreign matter (hair) was found in the package before use. There were no adverse consequences associated with this event.